Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon opened a liner and a big black curly hair was inside. Opened another liner and completed case.

Manufacturer narrative:
The device was not received for evaluation. Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon opened a liner and a big black curly hair was inside. Opened another liner and completed case.